Event description:
In 2002, the user facility's staff rn informed the manufacturer's representative of the following: surgeon placing dual lumen device. Surgeon could not aspirate or infuse one side of dual device. Took device out and placed another device.